Event description:
After receiving call from ER that they though the patient's low sodium result was not correct, the user repeat sodium testing for all of their current samples. Seven pt samples were known to be involved. Sample 1 initial result was 131 mmol/l, repeat result was 144 mmol/l. Sample 2 initial result was 119 mmol/l, repeat result was 133 mmol/l. Sample 3 initial result was 127 mmol/l, repeat result was 140 mmol/l. Sample 4 initial result was 126 mmol/l, repeat result was 139 mmol/l. Sample 5 initial result was 128 mmol/l, repeat result was 138 mmol/l. Sample 6 initial result was 128 mmol/l, repeat result was 140 mmol/l. Sample 7 initial result was 123 mmol/l, repeat result was 137 mmol/l. Initial results were reported that later required amended reports. User did not know if pts were adversely affected. The field service representative was unable to determine a cause, but noted he checked the analyzer. If additional info is received, appropriate notification will be provided.